Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to not following the steps for reprocessing. As stated in the instructions for use (reprocessing manual) warns on insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. 5.3 precleaning the endoscope and accessories states on details of precleaning, and also warns to perform precleaning immediately after procedure. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.

Manufacturer narrative:
As part of our investigation, the ess informed the customer that according to the olympus IFU the scopes needed to be precleaning at the point of use and that each scope being precleaned would need their own air/water channel cleaning adapter and that air needed to be used when precleaning not co2. The device was not returned to service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite tiger team visit at the customer¿s site, it was observed that the scope was being improperly reprocessed. There were three scopes reportedly used on one patient. As each scope was used, it sat until the procedure was finished before precleaning began on all three scopes used. The ess observed that during precleaning that co2 was used. In addition, only one air/water channel-cleaning adapter was used to clean the three scopes. The scopes were stacked on top of each other on the tower while precleaning was performed. The scopes were then transported in transport bags individually but stacked and hand carried to decontamination. There was no patient injury or associated patient infection reported.